Manufacturer narrative:
The tandem¿s user guide states: ¿if you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs¿. "Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple fill tubing alerts while filling the same cartridge. Customer experienced an elevated blood glucose (bg) level of 592 mg/dl and moderate levels of ketones. Tandem technical support guided the customer through successfully completing the load sequence with a new cartridge. After the cartridge change, a correction bolus was delivered to address bg. At the end of the report, customer's bg was 480 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.